Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega needle driver instrument wire broke during suturing. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was checked before use and it was identified not broken. The issue occurred during a radical prostatectomy procedure. There was no instrument collision during surgery. It was noted that sometimes, the grips were difficult to open or close. The clinician did not remember if there were issues related to left/right (yaw) motion of the grips and up/down motion of the wrist. It was noted that there were a lot of cables visibly protruding from the distal end of the instrument but there should be no shrapnel in the patient. The instrument will be returned to isi for evaluation. No photographic images of the device(s) or a video recording of the procedure is available for isi to review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.